Event description:
Upon awakening, the customer felt she was experiencing hypoglycemic symptoms because she was sweating. She checked her blood glucose with her contour link meter and the reading was 156mg/dl. The customer did not take any action to raise her blood glucose. Approximately four hours later she ran another blood test on the contour link and the reading was 36mg/dl. The customer stated she did not feel symptoms of hypoglycemia but was sweating and felt hot. She ate a cup of fruit cocktail to raise her glucose. When she tested her blood again the reading was 150mg/dl. Customer strips are to be returned for evaluation. Replacement meter and strips were sent.